Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 4.0mmx40mmx80cm (4f) sterling balloon catheter was advanced fro pre-dilatation. However, during dilatation for several times, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.